Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited high but within normal limits shock impedance measurements during implant defibrillation threshold testing (dft). The final x-ray noted some air in the pocket. The physician elected not to perform any intervention. The device remains implanted and in service. No adverse patient effects were reported.